Manufacturer narrative:
(B)(4). Evaluation summary: the device was not available for evaluation. The customer reported condition was not confirmed; the root cause was not available. However, this issue was escalated to CAPA. Sensors were installed to detect protrusions from packaging and training for staff was performed in order to prevent similar occurrences. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This is a product not distributed in the us and does not have a 510(k) number.

Event description:
The facility contacted baxter brazil to report a light sensitive drug set that "a leak in the terminal part of the tubing" was observed. There was no patient involvement; there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.